Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump wasn't working, it alarmed no delivery. Customer's blood glucose was 200 mg/dl. Troubleshooting was performed and customer stated the insulin didn't exit when advised to manually push insulin through tubing using the plunger. Customer then stated insulin did exit but there was greater than normal resistance with the plunger. Customer was advised to the alarm may have been caused do to an infusion set and reservoir connection issue. She was advised to change out both the reservoir and infusion set. Customer was able to prime 15 units after she did a complete set change. Customer was advised to monitor the device. The reservoir is not being returned for analysis.